Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708260, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3986a, lot# lc0492, implanted: 2004 (B)(6); product type lead. (B)(4).

Event description:
It was reported impedance measurements >10,000 on electrodes 0 <(>&<)> 4. The patient had less than 50% therapy relief at their neck / head locations. The cause of the high impedances was unknown. The patient was reprogrammed away from electrodes 0 <(>&<)> 4 and was receiving stimulation in the desired areas. No fall or trauma was reported. The patient stated that the stimulation was inconsistent for 2 weeks prior to the report. If additional information is received a follow up report will be sent.